Event description:
Suture breakage post-op. Surgeon reports that skin sutures broke in the area of greatest tension following surgery for skin cancer excision. Skin incisions were permitted to granulate and heal with no add'l medical intervention required to prevent further injury. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.